Event description:
It was reported that the right ventricular lead exhibited loss of capture. A possible perforation was also reported. Lead repositioning was attempted multiple times but was unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.